Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that there was no image on the monitor. It was due to faulty cable assembly which had water leakage. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record could not be reviewed because it was manufactured more than 15 years ago. Omsc presumed that moisture invaded from the cable, the insulator used for the cable deteriorated, electrical deterioration occurred, and the image failure occurred.

Manufacturer narrative:
The field service engineer checked the device at the customer site, and found the intermittent image. The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, there was an intermittent image. There was no report of patient injury associated with the event.